Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.